Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6)2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number. H3 other text : see h.10

Event description:
It was reported that a needle clog occurred during use with a bd ultra-fine¿ nano insulin pen needle. The following information was provided by the initial reporter, "consumer called in to follow up. Stated, no insulin flow when priming or taking injections stated, its happened on a few occasion's samples are available and he could not provide lot."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a bd ultra-fine¿ nano insulin pen needle. The following information was provided by the initial reporter, "consumer called in to follow up. Stated, no insulin flow when priming or taking injections. Stated, its happened on a few occasions. Samples are available and he could not provide lot."